Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device longevity was overestimated in (B)(6) 2019. Voltage decline and current drain appeared normal, so physician elected to monitor the patient normally based off of current longevity estimation of 4.9-5.3 years. Patient was stable.